Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a gastroscopy procedure performed on (B)(6), 2010. According to the complainant, during procedure after the physician passed the forceps through the scope, it was noticed that half of the cup of the forceps was missing. It was reported that no pieces of the device fell into the patient and no biopsy samples had been collected prior to this. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient reported to be (B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that a jaw had broken off. The fractured part was sent for sem material analysis, and it was determined that the fractured surface exhibited elongated dimple ruptures indicative of a bending/torsional action. No material anomalies were noted. Functionally, the returned device presented the open and close movement. However, the broken jaw precluded the possibility of performing further functional testing. The condition of the returned incident device was consistent with the complaint that the device jaw was missing. Based on the material analysis, the fracture likely occurred due to a torsional/bending overload. Additionally, the directions for use (dfu) caution that the "application of excessive force to the forceps may damage the device." Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a gastroscopy procedure performed on (B)(6), 2010. According to the complainant, during procedure after the physician passed the forceps through the scope, it was noticed that half of the cup of the forceps was missing. It was reported that no pieces of the device fell into the patient and no biopsy samples had been collected prior to this. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.